Event description:
It was reported, during an implant procedure for implantable cardioverter defibrillator (ICD) and lead replacement, the helix of the replacement lead would not extend. The physician attempted to reposition lead; however, again, the helix would not extend. High resistance/impedance was noted as well. It was reported that there was positioning/fixation difficulty as well. Consequently, this lead was not implanted and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood noted on distal conductor (not obstructed), and blood noted on helix mechanism (sleeve head) and helix mechanism; full lead returned and analyzed.

Event description:
It was reported, during an implant procedure for implantable cardioverter defibrillator (ICD) and lead replacement, the helix of the replacement lead would not extend. The physician attempted to reposition lead; however, again, the helix would not extend. High resistance/impedance was noted as well. Consequently, this lead was not implanted and replaced without incident. No patient complications have been reported as a result of this event,.it was reported that the patient received shocks due to noise. Apparent lead fracture was noted along with oversensing. During replacement of the lead, the helix of replacement lead (6947) would not extend during implant. Physician attempted to reposition lead but helix would not extend again. It was noted that lead impedance for 6947 was high. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Analysis revealed the distal conductor with blood/body fluid (not obstructed), there was blood on the helix, and a tip seal problem was noted. Electrical testing to determine continuity of the conductor(s) passed.